Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that touchscreen calibration could not be performed. There was no patient involvement at the time the issue was discovered as the issue was found while testing the calibration screen. No patient or user harm was reported. The remote service engineer (rse) advised that the customer should replace the touchscreen and provided the customer with the part number of the replacement touchscreen for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the field service engineer (fse) stated that the touchscreen did not work properly, and touchscreen calibration did not work. The fse confirmed the issue as the touchscreen was not accepting the input during touchscreen calibration. The fse also stated that the issue was resolved after the customer replaced the touchscreen. The device passed the required performance verification tests per philips standard and was returned to service.